Event description:
(B)(6) post market study. It was reported that left bundle branch block (lbbb), hypotension, and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve into the proper anatomical location. Intraoperative transthoracic echocardiogram(tte) revealed normal preserved function. Post procedure event summary: on the same day as the index procedure, post procedure, the subject was noted with intermittent hypotension requiring neo-synephrine to maintain blood pressure(bp). The subject was transferred to the post-anesthesia care unit(pacu) in stable condition. In the pacu, the subject became more hypotensive and bradycardic with heart rate dropping to 30 beats per minute(bpm). Electrocardiogram(ECG) revealed wide qrs rhythm with new left bundle branch block. There was a long first-degree conduction delay as well. The subject was subsequently transferred to the intensive care unit(ICU) for continued monitoring. Telemetry revealed high grade atrioventricular (av) block with a heart rate of 40bpm and escape rhythm of 30 beats per minute associated with a systolic pressure of 51 mmhg. The subject was treated with atropine and epinephrine. On the same day as the index procedure, a left sided dual chambered non-bsc permanent pacemaker was successfully implanted with a temporary pacemaker placed to provide a stable backup while the permanent pacemaker was implanted. Post pacemaker implantation, the subjects blood pressure was labile. The temporary pacemaker was then removed. ECG revealed atrial-sensed ventricular paced rhythm. Chest x-ray revealed a left chest wall pacemaker without evidence of complications. There was prominent pulmonary vasculature and interstitial with pulmonary vascular congestion and interstitial edema. A limited transthoracic echocardiogram (tte) was performed which revealed no pericardial effusion. Chest x-ray revealed the permanent pacemaker was in place with no pneumothorax. Streaky left basilar opacities likely reflecting atelectasis was noted. Post procedure tte assessment revealed the prosthetic aortic valve in the aortic position with mean pressure gradient of 9 mmhg and no aortic regurgitation was noted. The left ventricular ejection fraction was 70-75%. At the time of reporting, the outcome of the event was unknown.